Event description:
It was reported a patient's implantable cardioverter defibrillator presented with far-r oversensing resulting in inappropriate automatic mode switch. Programing changes were made to restore normal parameters. There were no patient consequences.